Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine of unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain. It was reported that the patient was vomiting, had spasms, confusion, difficulty walking, and was a fall risk. The patient was admitted to the hospital (B)(6) 2019, and the doctor told the patient to call the manufacturer, so they can check the pump, as they have little to no information on the pump. No troubleshooting was performed prior to the report. The reporter wanted to page a company representative to come to the hospital. The phone number was given to the nurse manager and the reporter was transferred to the national answering service to page a local company representative. No further patient complications have been reported because of this event.